Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was also stretched. The outer insulation was melted and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism and the lead exhibited apparent explant damage.